Event description:
During the egd procedure, it had been decided that the patient will need banding done. The cook medical 4, 6, 10 shooter (mbl-u-6, lot# w4836616) was opened, the tech states that the string kept coming off the hook and would not hold the string through the channels. Difficulties led to the lights needing to be turned on, scope coming out, and 10 minutes of time spent trying to thread the band ligator, the decision was made to open the boston scientific speedband (4225, lot # 32584420). The speedband was a user error vs dysfunction of product, the tech wasn't sure if the loop got twisted and ended up stuck or if they just didn't have all the slack out of the line, but no back tracking with the line could be done, and another speedband needed to be opened (this attempt did work successfully) and 5 more minutes had passed. 15 min extra was added to this case d/t banding products being defective\dysfunctional, or user error. 15 min more of anesthesia, and more attempts of the scope down, more risk to the patient.